Event description:
Total knee replacement surgery: the cement took longer than usual to set. Since the start of mixing, the cement took 1 hour to set/harden outside the patient at operating room temperature of 18 degrees celsius. The surgeon expressed concern over the quality of this batch of cement as he has never encountered such a problem before. Surgery time extended by 60 minutes.

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the u.s. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.